Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly , the suspicion of adverse reaction to metal debris may be especially between neck and head. Dr. Wants to investigate the existence of adverse reaction to metal debris as following. Used our profemurxm, changeable neck, metal head only and used depuy pina cup and marason liner 28mm diameter flat. A few days ago, the patient complained of abnormal noise from his joint spinning prevention tab of 6 pin cup marathon liner 4 out of 6 damaged. Replace with marathon liner 32mm flat. Our steam is also replaced with a changeable neck ar8 long and a delta head 32 mm long. (B)(6).